Manufacturer narrative:
Therapy date: (B)(6) 2018. The manufacturer did not received other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to loosening.

Event description:
Investigation completed.

Manufacturer narrative:
Additional information is now available (implantation date). Conclusion: the result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).